Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported pain at pocket site in right buttocks . Cause was unknown. Hcp moved the battery from the right buttocks to the right abdomen. The issue was resolved.